Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that two months after hip arthroplasty, the patient experienced an allergic reaction (itches, burns and pain, first on the left leg and later on the whole body, from the top of the head to the little fingers on both feet and hands), which was later attributed to the prosthesis by the allergologist.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. No devices were returned. X-rays were provided for the post operative hip. Device history records show no deviations or anomalies were noted in the manufacturing process for this lot. The reported device is used for treatment. Review of the complaint history identified no previous complaints for the part lot combinations provided. Adherence to rehabilitation protocol is noted to have been followed. Patient is noted to have a low activity level. Operative notes of the implant surgery do not allege any surgical complications. It was confirmed that the devices were used in an approved and compatible combination. While it was alleged that the allergic relation was related to the prosthesis it cannot be determined with certainty that it was related with the reported device. Therefore a definitive root cause for the reported device cannot be determined with the information provided.